Event description:
The original procedure was performed on the (B)(6) 2014. Two days after the original procedure, it was found that the ipsilateral leg was occluded although it is asymptomatic. The physician believes that the leg was occluded in the small curvature side of the central curved portion of the aneurysm. More information was requested and the patient is not progressing well (reported as "poor general condition"), so a re-intervention would not be performed. (B)(4).

Manufacturer narrative:
UDI#: (B)(4). DHR review: a full review of the device history records has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. More information has been requested and a follow-up report shall be filed upon receipt.